Event description:
We were informed on april 24, 2024 about an event regarding a patient with medtronic cervical spinal cord stimulation system. The patient underwent a procedure to explant the medtronic system as it was no longer needed. Please note this is not a device manufactured by (B)(6). The medtronic implantable pulse generator (ipg) was fully explanted with lead attached. It was then noted that there appeared to be a residual extension left in the ipg pocket. It was not attached to anything and exploratory surgery could not isolate it. It was decided to not cause further trauma but to leave this in situ. The surgery was performed by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).